Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the device had an unrelated issue when working around the gastric pouch. The surgeon was working to divide the short gastric arteries with the device however, the surgeon was also working next to the superior pole of the spleen. The anatomy was likely a splenic artery tributary to the superior portion of the spleen. The surgeon was unsure if the short gastric or this splenic tributary was divided with the device, but the result was significant and uncontrollable bleeding after activating the device. The case converted from laparoscopic to open and spleen was removed to stop hemorrhage from splenic artery. An incidental splenectomy was required due to splenic artery trauma. Hospitalization was extended and blood transfusion was needed.